Manufacturer narrative:
Additional information: d6a, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/23/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered a bone fracture in the target shoulder. This event was indicated as probably related to the univers revers apex devices system implanted on (B)(6) 2024. Before a three-month follow-up, the patient experienced difficulty raising the targeted arm, secondary to discomfort not associated with the fall or trauma. A CT scan was taken on (B)(6) 2024, which confirmed a nondisplaced stress fracture of the scapular acromion. The patient was treated with non-drug therapy, with a sling for four months and bone stimulator.